Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt tingling like needles and pins, like being electrocuted down the legs and sometimes they felt like their legs were going to sleep and also had an icy feeling that occurred when they were sitting. The patient stated that they had to reposition themselves in a recliner for about five minutes in order for their legs to recover. The patient did indicate that they had a fall in (B)(6) of 2017 and more recently they had another fall about 6 weeks ago and broke their wrist. The patient was having an MRI and CT scan this afternoon. The patient was redirected to continue working with their healthcare provider (hcp) regarding their issues. The event occurred since the fall in 2017. No further complications were reported/anticipated.